Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head had a noisy image. The issue was found during device preparation for use. The facility finished the therapeutic procedure with a similar device. No procedure delay resulted due to the issue. There were no reports of patient harm.